Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging that there was an intermittent power issue. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 10-jun-2019 with the following findings: a review of the pump black box showed no power issues. There was no data in the black box from time of the reported intermittent power due to continued use of the pump. A visual inspection of the pump revealed the battery compartment was cracked. The battery cap was not returned for investigation. A test cap used for testing purposes. The pump powered on using the test cap with audible tones and vibrations indicating that there was power to the pump. The pump was exercised for 12 hours with no power interruptions occurring. The complaint of intermittent power was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.